Event description:
It was reported that a versacross access solution was selected for use. Once tried to load the versacross rf wire, it had a roughed up coating (damage) and it would not advance into versacross sheath. Thus, a new device was opened. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. It was further noted that the issue happened once tried to load the wire. The versacross rf wire would not enter the sheath. The issue was noted with the rf wire and versacross sheath. It was difficulty noted during backloading the wire. The patient did not have any leads or mechanical hardware. The damage was noted on the wire before or after the difficulty reported.

Manufacturer narrative:
The device has been received for analysis. The investigation of it found an insulation damage noted at the proximal end/connector area of the wire. The device passed the testing for inspection of wire body outer diameter (od) and proximal end od inspection. Also, it passed electrode height inspection, and electrode / heat shrink gap inspection. The reported allegation was confirmed. Thus, an initial MDR will be submitted (the aware date is 01mar2024).